Manufacturer narrative:
Concomitant medical products: item# pt-113950; lot#470030 - pt hybrid glen post regenerex item#118001; lot#920210 - versa-dial/comp ti std taper item#113952; lot#531570 - sm hybrid glenoid base 4mm. The product was not available for return. Root cause attributed to patient fall. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. Completion of the investigation relayed to sales rep via e-mail. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6). Subsequently, patient was revised on (B)(6) due to rotator cuff rupture caused by patient fall. The humeral head with adaptor and glenoid base with regenerex post were removed and replaced with comprehensive reverse components.